Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os using samsung a52 version 2.8.2.93.18, where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after updating the adc application using samsung a52 android 13 version 2.8.2.93.18, they were unable to receive glucose alarms. The customer was reportedly sleeping and "fell out" of bed. An ambulance was called and customer was treated with glucagon injection. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries (B)(6). 2023.

Event description:
A customer reported that after updating the adc application, they were unable to receive glucose alarms. The customer was reportedly sleeping and "fell out" of bed. An ambulance was called and customer was treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.